Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00759. It was reported that the patient experienced pain at the lead sites. Surgical intervention was undertaken on (B)(6) 2023, where two leads were explanted and replaced. Therapy was restored post-op.